Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming functional testing) has been confirmed. Upon investigation an electrode belt was unable to latch into the belt receptacle on the monitor. It was reported that a piece of foreign material was stuck in the belt receptacle. The root cause for the foreign material in the belt receptacle is unable ot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an monitor was unable to complete incoming functional testing.